Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of shoulder joint replacement with the aequalis reversed ii shoulder system" that contains collected data on the usage and the outcomes of aequalis reversed ii shoulder system. The report details analysis provided for procedures performed between 2012-2018. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: subject ID: 56 at age 62 in 2013, the patient underwent a right reverse total shoulder for severe rotator cuff arthropathy utilizing reverse ii humeral and glenoid components with a latissimus dorsi transfer. The patient subsequently developed pain and heterotopic bone formation. In 2016, the shoulder was explored with a finding of extensive heterotopic bone formation, scarring and loosening of the glenosphere with significant metallosis but with a well-fixed base plate. After extensive debridement and cleaning, a new metaglene was attached to the existing base plate and a new polyethylene component impact on to the existing humeral implant. Since that time, he has had extensive physical therapy, a continuing poor result with recurrence of the heterotopic bone formation, limited range of motion, limited strength, persistent loss of shoulder function and continued pain requiring chronic medication use.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.